Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 years and 8 months following the implant of a transcatheter aortic valve, the valve failed due to stenosis and a high gradient.

Manufacturer narrative:
Updated: a4, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 years and 8 months following the implant of a transcatheter aortic valve, the valve failed due to stenosis and a high gradient. Additional information was received that the mean gradient before the valve implant into the native annulus was 4 mmhg. The implant depth was 3 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). The post-implant mean gradient was 7 mmhg but had increased to 38 mmhg. There was no evidence of thrombus or leaflet thickening on the bioprosthetic valve. The patient was evaluated for failed valve replacement. Imaging was performed and commissure alignment was noted to be mildly misaligned. The mode of failure was reported to be endocarditis. It was reported that intervention was required but was not yet performed.